Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (1000 mcg/ml at 675 mg/day) bupivacaine (8 mg/ml at 5.4 mg/day), and morphine (20 mg/ml at 13.6 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the hcp withdrew approximately 4 ml extra from the pump today during the refill and in the past had gotten an extra 7-8 ml. There were no stalls in the pump logs. The patient had lost a lot of weight lately and felt that the pump was flipping as well. No dye study had been done so far.